Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The initial manufacturer report stated that the system error 322 was not reproduced. Further review of the device evaluation found that the alarm was reproduced by baxter during the evaluation.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322 which was not reproduced while running a loaded set. System error 322 was confirmed through a review of the event history log. Evaluation found the switch gap to be out of specification. The switches were adjusted. The software was also upgraded per the approved remedial action activities. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue. Additional information: calibration issue.